Event description:
Customer reported via phone call that insulin pump was malfunctioning. Customer reported that insulin pump was not delivering due to pistons not moving but numbers were scrolling up. Customer's blood glucose was 309 mg/dl. Customer reported that there were no alarms to alert no delivery. Customer was advised that insulin pump would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.